Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, balloon removal difficulties were encountered. The lesion being treated was located in the severely calcified, moderately tortuous mid right coronary artery (rca). The vessel was pre-dilated with a maverick 2.5 x 20 mm balloon. The physician implanted a taxus express2 8.8% 2.5 x 16 mm drug eluting stent, deployed at 12 atms. The vessel did not straighten out during balloon inflation due to the severity of calcium. When the physician tried to remove the balloon it would not come out. He pulled on the balloon until it released. This caused the catheter to stretch approximately 10 cm. The delivery system was removed from the body. There was a lesion distal to the taxus stent that the physician would have liked to have stented, but he was unable to get any stent to the site due to the severe calcification and tortuosity. No pt injuries or complications were reported. The pt's condition is reported as good.